Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep enabled the cine function and advised the customer on the use of the cine function. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform the cine function in either record or play. No pt injury was reported.